Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp flexible arch arterial cannula, it was reported that the cuff on the cannula was loose.  The cuff from the cannula fell into the patient's chest cavity, the cuff was retrieved and there were no further complications. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the cuff was retrieved when the patient¿s chest was still open. It was visible in the chest cavity and the surgeon was able to easily retrieve it and the patient was not affected. Medtronic received additional information that forceps were used to remove the cuff. The customer stated that it was removed under direct vision.